Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology needle would not retract. The following information was provided by the initial reporter: needle retraction button stuck, could not retract needle from catheter.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 14-sep-2023. H.6. Investigation summary: bd received an unsealed 22 gauge insyte autoguard blood control unit from lot 3093653 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted with no physical damage or deformities visible. Next, the engineer reset the device and placed the needle back into its original position. The safety feature was then activated and the needle successfully retracted inside of the needle grip. There was no delay or resistance felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection the engineer was unable to determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology needle would not retract. The following information was provided by the initial reporter: needle retraction button stuck, could not retract needle from catheter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.